Event description:
It was reported the patient was seen at the clinic for their pump refill and it was noticed the pump had eroded through the skin. The patient had bumped their pump a couple of times prior to this issue and it was questioned if this had contributed to the erosion. The pump was explanted and they will let the area heal up before anything else is done. They will schedule a pump implant in the future once they rule out infection. The patient was doing fine on oral medication following the explant. The pump was delivering fentanyl, clonidine and baclofen.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Product problem is no longer applicable. The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. A partial catheter was returned. Analysis of the catheter and sc connector revealed a tear in the seal near the guide ring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.